Event description:
Pt reported obtaining back-to-back blood glucose results of 186 mg/dl and 96 mg/dl. Patient did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. L1 control was not tested, but l2 was run and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva system: meter, strip lot 300363 with expiration date 02/29/2008.

Manufacturer narrative:
The suspect product is the aviva strip.